Event description:
It was reported that a signal artifact monitor (sam) was noted on this pacemaker. An initial episode occurred nearly one year ago, when the patient reported to the hospital with dyspnea and fatigue with initiation of activity. At this time, the minute ventilation (mv) was deactivated, however, the accelerometer remained on. Now, the patient underwent a spirometry coinciding with pacemaker interrogations in order to optimize programming of the mv and accelerometer functions. The patient was noted to be in frequent atrial fibrillation, however noise and oversensing on the ra lead were also noted, with pacing impedances high out of range during the sam episode. Reprogramming was performed, and this device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a signal artifact monitor (sam) was noted on this pacemaker. An initial episode occurred nearly one year ago, when the patient reported to the hospital with dyspnea and fatigue with initiation of activity. At this time, the minute ventilation (mv) was deactivated, however, the accelerometer remained on. Now, the patient underwent a spirometry coinciding with pacemaker interrogations in order to optimize programming of the mv and accelerometer functions. The patient was noted to be in frequent atrial fibrillation. On the sam episode, the mv sensor signal and noise was oversensed on the ra channel. In addition, noise and oversensing were observed on the rv lead, with high out of range pacing impedances. Reprogramming was performed, and this device remains in-service. No adverse patient effects were reported.